Event description:
Using the bd saf-t-intima #22 IV insertion device. After the IV had been placed and the placement was verified, the nurse withdrew the needle from the device. Upon withdrawing the needle out, the plastic safety cap did not cover the needle and it was left exposed.